Event description:
A customer reported that as result of receiving erratic readings on her freestyle freedom blood glucose meter she lost consciousness. The paramedics were called reportedly treating her with an unknown intravenous solution. The customer also reported being taken to the hospital where she was reportedly diagnosed and treated for severe hypoglycemia with glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer returned her meter. The reported meter readings of 135 mg/dl and 177 mg/dl obtained on the day of the medical event were plotted against the average on a parkes error grid and fell into the "a" zone showing the difference in readings was not clinically significant. The following readings were found in the meter memory log: reading: 177 mg/dl; time: 6:41pm; reading: 131 mg/dl; time: 6:49pm. Device evaluation on the returned meter did not confirm the precision reading complaint and no new issues were observed. All results were within specification and no errors were observed during the control solution testing. This is the final report.